Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was jammed. A technical support specialist (tss) remotely restarted the application, and no error appeared on the populate button. Opened the drawer, which operated without issue. Asked the user to try again, and customer was able to do so successfully. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a drawer 7 jammed when used tried to dispense medication. Technical support specialist remoted in and restarted the application; no error was observed on the populate button. Then opened the drawer, which opened without any issues. When asked the user to try again she was able to complete the action successfully. The issue was resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.